Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00217 and tc# (B)(4) for related complaint.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had continuous helium loss alarms. Therefore the patient was weaned from the intra-aortic balloon (iab) with no reported patient injury or consequence. The iabp was checked by the field service engineer. There were no reported findings. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab: helium loss alarm is unable to be confirmed. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. No other leaks were detected. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A non-conformance (nc) has been completed to further investigate the issue and determined that no further action is required at this time. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: see MDR #3010532612-2019-00217 and (B)(4) for related complaint.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had continuous helium loss alarms. Therefore the patient was weaned from the intra-aortic balloon (iab) with no reported patient injury or consequence. The iabp was checked by the field service engineer. There were no reported findings. There was no report of patient complications, serious injury or death.